Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
(B)(4). Case description: (B)(6) had error 810.9030 on a pcu8015 sn (B)(4). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: I advised frank his pcu8015 with 4.7" display was end of life and end of support. I recommended him to re-flash poc software. If re-flashing software did not resolve the problem, he will replace logic board. Assisted frank with logic board part number and transferred to com. It was confirmed we still have logic board available in our inventory.